Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump received a communication error. The patient's blood glucose at the time of incident was 7.5 mmol/l. The customer treated the blood glucose with manual injections. The customer stated that the communication error alarm occurred in the middle of the night, and after rewinding the pump the alarm happened again two hours later. The customer was advised to revert to a back-up plan and follow the health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.